Event description:
The following was reported to hamiton medical ag: the call was given that the ventilator was showing technical fault 231008.tightness test and flow sensor calibration was failed no patient involvement as it occurred during preoperative check.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).